Event description:
It was reported that this patient nearly passed out at a restaurant. Then approximately five days later, the patient was taken by ambulance to the emergency room and an external pacing machine was used for approximately five hours. The patient indicated it was painful and they were administered pain medication. It was discovered that the patients right ventricular (rv) capture threshold had risen above the rv pacing output that was programmed in their implanted pacemaker device resulting in rv loss of capture. In response, the rv pacing output programming was increased, and capture was restored. The patient noted that they were fine after the device programming change, but they were frightened by the experience. The patient also indicated that they have a scheduled appointment to see their following physician. The pacemaker device remains in-service. No additional adverse patient effects were reported.